Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: the pump's black box showed evidence of short battery life beginning on 04/28/2016. Low and replace battery alarms were observed in the pump's black box that indicate short battery life. The pump case was cracked in the corner of the display area. The "idle and sleep" current draws were not within specifications. The pump failed a leak test due to the battery compartment crack. There was evidence of moisture damage on the internal components of the pump.